Event description:
There have been approx 20 pt events. Device is an expandable hose and there is a hole that becomes apparent during use. Pt cannot be ventilated. Because of the design the cut is in the seam and is difficult to find making this a covert problem. Mallinckrodt said that it fixed the problem after the first events when they identified it as a plastics mixing error however after receiving the newly fixed devices, the problem recurred. Facility thought they were the only ones experiencing this; MFR said it was a set up problem but facility is aware of another facility also experiencing this. As mentioned before the new circuits are now failing. No injuries.